Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to alternate-method testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to alternate-method testing when using tnih lot 115. An initial elevated atellica im tnih result was observed for a 68-year-old male patient undergoing an annual health check. The result was considered inconsistent with the patient¿s clinical condition, and the sample was re-tested using an alternate method (roche cobas troponin-t). The alternate-method troponin result was above that assay¿s reference cutoff, but much lower than the atellica im troponin-I result. The treating physician concluded that the patient did not require hospitalization for the elevated troponin, and that the atellica im tnih result was falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance. No hardware issues were identified, and no problems were reported for any other samples or assays. Quality control (qc) results were within expected ranges.